Event description:
It was reported that at implant, the physician noted that the pulse generator's setscrews were stripped. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.